Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration, dose and frequency via intrathecal drug delivery pump for an unknown indication for use. It was reported that an empty pump occurred and an empty pump alarm was occurring. It was reported that the technical service specialist reviewed refilling and monitoring for volume discrepancy and efficacy. There were no reported symptoms. No further complications were reported.